Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm indicated that the customer had moved the iabp to another outlet and let the unit charge. However, this did not address the issue. The stm replaced the batteries and then performed a pm and all functional and safety test were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not turn on. The customer stated that the iabp was not charging, possibly due to outlet. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.